Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported a collimator error or an intermittent iris pot error. The problem occurred during set-up. No patient was involved.